Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, balloon rupture occurred. The lesion being treated was located in the mildly tortuous, moderately calcified and 95% stenotic mid left anterior descending artery. The physician advanced the 2.5x15mm maverick2 balloon to the lesion and inflated it to 10 atms for about 20 to 30 seconds on the first inflation and it ruptured. There were no pt complications. The device was removed from the pt intact. The procedure was successfully completed with another 2.5x15mm maverick2 balloon and the deployment of a taxus stent. Pt status is reported as "fine."